Manufacturer narrative:
Updated h6 device problem code; a philips field service engineer (fse) went onsite to perform functional tests. As the device documented in this complaint was not available for testing, a functional check was performed on a similar device not related to this complaint. The testing revealed that non-philips paper was used on that particular device. However, all functional tests that were performed were passed including the printing of the strip. As described in the instructions for use, users are advised to use the paper recommended by philips. The cause for the reported issue could not be confirmed. The device was functioning as expected during onsite testing. As the device reported in this complaint was not available, the exact cause for the reported issue could not be determined. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to perform functional tests. As the device documented in this complaint was not available for testing, a functional check was performed on a similar device not related to this complaint. The testing revealed that non-philips paper was used philips received a complaint on the avalon fm20 fetal monitor indicating that the paper was ripping and the recording of the heart rate monitoring stopped without triggering a technical alarm. Good faith efforts (gfe) confirmed there was no harm or injury associated with the philips device. A philips field service engineer (fse) went onsite to perform functional tests. As the device documented in this complaint was not available for testing, a functional check was performed on a similar device not related to this complaint. The testing revealed that non-philips paper was used on that particular device. However, all functional tests that were performed were passed including the printing of the strip. As described in the instructions for use, users are advised to use the paper recommended by philips. The cause for the reported issue could not be confirmed. The testing of one unrelated unit and the printing of the strips passed during the field service engineer onsite visit. The reported problem could not be confirmed. As the device reported in this complaint was not available, the exact cause for the reported issue could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : affected device not made available by customer for onsite testing by philips field service engineer.

Event description:
It was reported that the paper was ripping and the recording of the heart rate monitoring stopped without triggering a technical alarm. The device was in use monitoring a patient at the time of the reported issue. During the investigation it was confirmed that there was no harm or injury to the patient.

Event description:
It was reported that the heart rate monitoring recording stops. The paper cuts, there is no more printout, but no alarm is triggered. It is unknow if the device was in use at time of the event. Patient / user harm was reported without further details.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.